Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
The hospital reported that during preparation for a procedure, the heartstring seal unravelled. A replacement device was used to complete the procedure. There were no pt complications by the hosp.